Event description:
In a pelvic trauma case, 960-524 drill bit was used and broke during use. The tip fragment of the drill bit had to be left in the patient's pelvis. Navigation system in use for case was treon.

Manufacturer narrative:
Medtronic navigation (mnav) is seeking return of the available drill bit fragment. Date is when drill bit lot was received and inspected. Evaluation is pending based on product return being in process.